Event description:
Customer was having low blood glucose symptoms around 10pm. They called paramedics because they were sweating and disoriented. The customer's device read 170mg/dl and the paramedic's device read 60mg/dl. The customer was taken to the hospital and given an IV. The customer was kept overnight. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.